Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy simple surgical procedure, the 8mm prograsp forceps instrument tried to grip the tissue, but the nut fell out from the jaw, causing the jaw to open. The nut was retrieved with the instrument, and the customer completed the procedure with backup instrument. The instrument was inspected prior to use and no issue were noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was grasping tissue when the issue occurred. It was unknown what the surgeon believes cause the instrument to break. The instrument was in use for 3 hours. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument collided with any other instruments or other hard material. The fragment(s) fall inside the patient during an instrument tip collision. The wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event occurred. The nut did not fall into the patient. When the instrument was removed from the patient, the nut remained attached to the instrument and did not completely detach. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was robotically completed. No patient injury or harm. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No media available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp froceps instrument was analyzed and found the grip pins on the distal end are visibly missing. The missing pins were not returned with the instrument. This causes the jaws to move uncontrollably. The complaint regarding the instrument pin falling out of the device was confirmed by failure analysis. Common causes of the failure mode missing instrument grip pins are attributed to the manufacturing.

Event description:
Refer to h11 for follow-up information.